Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The shaft was fractured proximal to electrode ring 12. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter.